Event description:
Caller reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to perform several troubleshooting steps to manage the occlusion, but no issues were identified. Customer changed pump supplies to address the issue.